Event description:
It was reported that pump malfunction occurred without any notable events beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction dose through pump and did not require assistance from third party. With support from technical support a pump reset was completed and malfunction code did not recur. The customer was advised to continue using the pump.